Event description:
It was reported that the insulin pump alarmed during a battery change. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display due to a problem with the motherboard. Unable to confirm the alarm due to the frozen display. The unit also had cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.